Event description:
Dexcom servers were down and I was unable to pair a new transmitter after mine had expired. I deleted the dexcom application as a normal troubleshooting solution, but when I re-downloaded the application to my phone it would not work. I was unable to use the application for more than 24 hours leading to unconfident about my blood glucose level and a labor-intensive finger-pricking process. FDA safety report ID# (B)(4).